Event description:
It was reported that the patient presented for a routine device changeout, an insulation anomaly was noted on the atrial lead. The lead was repaired with medical adhesive and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.